Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 21st april 2022 and 15th december recorded the sudden increase of the shock impedance from approximately 97 ohms to above 150 ohms in the middle of august 2022. The analysis of the provided iegm episodes revealed artifacts on the far-field channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the shock impedance on this lead was too high and it was disabled and left in patient approx. 127 months after the implantation. A new lead was implanted. Should additional information be received, this file will be updated.